Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's sister reported that pt was provided glucose by paramedics after becoming hypoglycemic. Pt's sister stated that pt's finger stick measurement was 21 mg/dl. Pt's sister was unsure what the cgm reading was at the time of the event, but reported that pt had not received an alert. Pt's sister stated that pt had taken acetaminophen earlier in the day despite the contraindication provided in dexcom's product labeling. Pt was doing fine at the time of her sister's call to dexcom technical support.